Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is reportedly not available for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
The physician was deploying the capio device and when he pulled it back, the bullet of the suture came off and it could not be found. The capio was opened up and found that the bullet and part of the suture was inside the device. The patient's condition was reported as fine.